Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the device failed the audio test. No further troubleshooting was performed. The customer¿s blood glucose during the incident was 62 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on and increased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.